Manufacturer narrative:
The sodium electrode lot number was djd07 with an expiration date of 23-feb-2025. The chloride electrode lot number was dkh38 with an expiration date of 23-feb-2025. The field service engineer found there were worn ise seals. He replaced the ise seals, performed primes, and ran ise checks, calibration, qc, and precision testing. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. Sample 1 initial sodium result was 159 mmol/l and the repeat result was 143 mmol/l. Sample 2 initial sodium result was 147.8 mmol/l and the repeat result was 137.1 mmol/l. Sample 3 initial sodium result was 148.9 mmol/l and the repeat result was 134.8 mmol/l. The initial chloride result was 111.3 mmol/l and the repeat result was 99.7 mmol/l. The questionable results for samples 2 and 3 were not reported outside of the laboratory. The repeat results were believed to be correct.